Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation has been completed. Logs confirmed that during the support, three purge cassettes were utilized. Real time logs before and after each purge cassette change was reviewed. Each instance of purge cassette changes were successful. Where purge flow ticks and purge pressure are valid and stable. Purge pressure remained constant before and after cassette change in all three instances. The purge assembly was inspected, with no major issues found. Dextrose build-up was noted on the purge unit, and multiple scratches were found on the foil in the purge disk insert. Also, the screw post of purge retainer was found slightly cracked. The console was tested on the pump and the purge for an extended period without leaking. The root cause of the purge cassette leaking was unable to be confirmed because the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced purge cassette leaking, which reoccurred when multiple additional purge cassettes were used. No clinical details regarding resolution or patient involvement/condition were provided.